Event description:
Subsequent to the initial and supplemental MDR, a correction was updated on 3/25/2025.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient reported low audio output with the notification from the mobile device. According to the report, the patient said he had to go the emergency room because of the low volume output with the notification. Because of this, he didn't immediately notice that the egv was at 41 mg/dl. The patient stated that he started to fell dizzy and sweaty. The patient declined to provide additional details. The reversal of hypoglycemia was not provided. The patient was fine during the call. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The allegation and probable cause were undetermined.